Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other complaints reported in the lot. This report was mailed to the FDA on: 08/15/2007. Additional information was requested by phone, by mail and by fax on 07/19/2007. The questionnaire was completed and returned by the surgeon on 07/25/2007.

Event description:
Consumer reported her near and distance vision is not as sharp as it should be following bilateral intraocular lens (iol) implant surgery. She stated she had yag surgery following iol implantation; however, she was not sure if it was in one eye or both eyes. She also reports she has dry eyes and uses eye drops (systane and restasis) to treat her dry eyes. She stated she needs good lighting in order to read up close. She reports that she sees shadows on everything with both eyes, however, her left eye is worse than her right eye. MDR 119421-2007-00342 - right eye; MDR 1119421-2007-00343 - left eye.